Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested okay. Moisture damage was noted on the motor assembly.

Event description:
It was reported that the insulin pump alarmed motor error. They declined to provide the blood glucose. Nothing further was reported.